Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly tortuous and severely calcified vessel in the left forearm. A 5.0 x 40 40cm mustang¿ balloon catheter was advanced for dilatation. However, when dilatation was performed, the indentation did not disappear and upon increasing the pressure at 20 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly tortuous and severely calcified vessel in the left forearm. A 5.0 x 40 40cm mustang¿ balloon catheter was advanced for dilatation. However, when dilatation was performed, the indentation did not disappear and upon increasing the pressure at 20 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. The balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon with is evidence of a device leak. A visual and microscopic examination identified a longitudinal tear in the balloon material beginning approximately 5mm proximal to the proximal edge of the proximal markerband and extending distally across the balloon material for approximately 26mm. A visual and microscopic examination identified no issues with the balloon material that have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).